Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the patient's right atrial (ra) and right ventricular (rv) pacing leads were not capturing or sensing as a result of dislodgement secondary to a right pneumectomy. It was determined via x-ray the macro shifting of the heart position into the vacated right lung area was the likely contributor to be the reason for the lead dislodgement. Both ra and rv leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.